Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. One day after implant there was placement signal alarm with notable minimal dark red urine. Continuous veno-venous hemofiltration initiated. Overnight impella leg (rle) was warm and well perfused per team however the next day morning the leg is notably colder than lle and the r foot was turning blue. Patient was in critical condition so family decided to withdrew care and patient expired.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
Correction: b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis) / placement signal issue: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. Device history review: the device passed all post sterile inspection checks.